Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v796980, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s device was not working. No further information was provided. MRI compatibility guidelines were requested. It was noted that the MRI was not related to device or therapy. No patient harm reported. No outcome was reported regarding this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.